Event description:
It was reported to philips that the system was unable to produce x-rays, preventing imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint and made a good-faith effort to obtain additional information regarding the patient and procedure outcome; however, the customer did not provide the requested details. Following a report that x-ray radiation could not be initiated, the philips remote service engineer (rse) established a remote connection with the customer. The customer indicated an existing open issue related to defective tube cooling. Pre-occurrence conditions were verified in coordination with the customer and confirmed to be caused by a tube cooling system leak, with evidence of oil leakage. To resolve the issue, the field service engineer (fse) replaced the cooling unit. After replacement, the system was restored to full functionality and returned to use in good working order. The codes were updated based on the investigation outcome.